Event description:
During a generator replacement surgery a new generator was implanted and high impedance was found. This generator was then removed and replaced with another generator. High impedance was still present after the second generator was implanted and the surgeon then noted fluid and an opening in the lead tubing. The surgeon noted there was no known physical trauma or manipulation that may have caused the opening or high impedance. Also, after the first generator was implanted high impedance was found on the removed generator during a generator diagnostic test with a test resistor. This event will be reported on MFR. Report # 1644487-2018-00481. No relevant surgery is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
It was previously reported on the initial MDR that high impedance was found on a generator after generator diagnostics were performed with a test resistor during a patient's replacement surgery, and on system diagnostics when connected to the patient's lead. The generator diagnostics event was reported using mrf. Report #1644487-2018-00481. Product analysis has been approved for this generator and showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. The full results will be reported on a supplemental report using the aforementioned report number. These results are being reported as supplemental information as they further indicate that the high impedance reported on the initial MDR (with report #1644487-2018-00480) is likely related to the reported fluid found in the lead tubing or a micro-fracture of the lead that may not have been visible during the replacement procedure. No additional or relevant information has been received to date.